Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to implant the trial leads due to patient's anatomy. Reportedly the physician tried multiple attempts implanting the lead to no avail. In turn the trial procedure was abandoned.

Event description:
Additional information received identified the patient underwent a retrial procedure on (B)(6) 2018. Reportedly the retrial was successful.